Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the lvp 8100 device was showing "check IV set error. Replaced both pressure sensors, calibrated, performed pm, passed all tests." Although requested further information was not available.

Event description:
It was reported that the lvp 8100 device was showing "check IV set error. Replaced both pressure sensors, calibrated, performed pm, passed all tests." Although requested further information was not available.

Manufacturer narrative:
The reported event of device had check IV set error, was created to document the event that the customer reported. The customer did not return the device for evaluation. The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. The reported issue that the lvp module check IV set error, could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. There is not enough information in the file to determine if a CAPA should be referenced. A review of the device history record showed the device had a manufacture date of 23jul2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : device was not returned to manufacturing facility.